Event description:
Additional information was received from the rep on 2021-jan-28. It was reported that actions taken to resolve the inability to aspirate the catheter included a back table prime. The catheter remains implanted.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 652 mcg/day) via an implanted pump. It was reported that the patient was having his pump replaced due to normal battery eol (end of life) longevity. When the hcp opened the pocket, it was noticed that there was tissue around the pump connector and intertwined in the catheter around the pump. The hcp was not able to aspirate any fluid from the cap(catheter access port). The catheter was then disconnected from the pump and straightened out and then fluid was running freely from the catheter. A back table prime was done and the pump was reconnected to the catheter. The hcp attempted to aspirate from the cap and could not aspirate any fluid. There had been no volume discrepancies at refills and no complaints of therapy issues, but it was noted that the patient was a poor historian.